Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. In-clinic examination determined that the device was not cycling. A revision surgery was performed and a hole in the cuff was identified. The device was explanted and replaced.